Event description:
Sorin group italy has received a report related to a leakage from the revolution pump head during procedure. The perfusionist changed out the revolution pump with a new one. No additional information regarding change out duration and phase (if during cross-clamp or not) in which the change out occurred, is available so far. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided d.4. The revolution centrifugal blood pump coated is a non-sterile device assembled into a sterile convenience pack (item in01600, lot 2606260070) that is not distributed in the USA. The expiration date refers to the sterile finished product into which the pump was assembled. As the sterile convenience pack is not distributed in USA, the UDI number is not applicable. G.5. The complained revolution centrifugal blood pump coated is a non-sterile component assembled into a convenience pack that is not distributed in the USA. The stand alone revolution pump (catalog number 050300700) is registered in the USA (510(k) number: k190650). H.4. The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the pump was assembled. H.11. Livanova manufactures the revolution centrifugal blood pump coated. If any additional information pertinent to the reported event is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
H 11: through follow up, it was clarified the change out of the revolution occurred when perfusion had just started, medical team elected to go off perfusion, replace the pump and go back on perfusion. Since the change out occurred prior to cross clamp application, the event is being reassessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.